Event description:
The event occurred in a foreign country. The event is being reported, as intervention was required to explant a 6mm gelsoft graft. The graft was implanted approx ten years ago in1998 in the femoro popliteal location. Approx one year ago, physician noticed a small seroma and more lately some bleeding. The graft was explanted. The physician identified a hole in the middle of the graft. Pt was reported to be 'very well' 12 days post-op.

Manufacturer narrative:
Device currently undergoing investigation. On visual inspection, a hole was seen in the middle of the graft. The graft will be photographed, cleaned and then visually inspected to try to identify the failure mode. No mfg or qc records were able to be reviewed, as no other details were provided apart from the catalogue number. Vascutek will respond to the surgeon and provide details of our investigation in our final report.